Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/10/2024. An investigation was conducted on 06/19/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact device. There were no visual defects observed on the intact cutter blade or bipolar jaws. The toggle was manipulated to retract and extend the cutter blade. There were no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001597). The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device did produce steam and the ¿boil¿ on the test gauze each time. To test the ability of the device to cut, a cautery test was performed on artificial vessel. The device was able to cut four reference vessels cleanly. Based on the results of the evaluation, the reported failure "failure to cut" was not confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000361645 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro knife does not cut sufficient. The jaws failed to cut/transect tissue. Opened second device. No delay. No harm for patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.